Event description:
It was reported that the patient received inappropriate shocks and the right ventricular (rv) lead had high impedance and high threshold. In the course of explanting the rv lead, the atrial lead became dislodged. Access for the new rv lead was achieved and the rv lead was replaced, but the physician was not able to gain access to add a new atrial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached from being cut and there was apparent explant damage. Also, performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.